Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported it was difficult to pass and remove the guide wire, being necessary to force the withdrawal. No injuries occurred.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A gemba walk was carried out in the manufacturing process. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. There were no physical samples received for evaluation. A photo was provided; however, it was not possible to observe the reported condition in the photo provided. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.